Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error 79 (non-recoverable system error) occurred during patient use in an arctic sun device. A reboot would fix it.

Event description:
It was reported that error 79 (non-recoverable system error) occurred during patient use in an arctic sun device. A reboot would fix it. As per follow up information received on 23oct2023. The device under investigation. Case completed on the same device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty tank harness. The reported issue was confirmed as it was noted the device was receiving an alarm 79 due to a faulty tank harness. The wiring harness was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error 79 (non-recoverable system error) occurred during patient use in an arctic sun device. A reboot would fix it. As per follow up information received on 23oct2023. The device under investigation. Case completed on the same device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty tank harness. The reported issue was confirmed as it was noted the device was receiving an alarm 79 due to a faulty tank harness. The wiring harness was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.